Event description:
Following successful placement of the excluder bifurcated endoprosthesis trunk-ipsilateral component, the pt's cardiac condition became unstable. The physician determined that it was in the best interest of the pt to complete the procedure utilizing an aorto-uni-iliac approach and associated surgical femoral to femoral crossover.